Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history review could not be completed as no batch number was provided. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure.

Event description:
It was reported that there were 3 patients affected when saline in 10 ml bd posiflush¿ normal saline syringe came out near the plunger. Verbatim: "as nurse was flushing chemo line, the saline came out toward the nurses by the plunger end."

Manufacturer narrative:
Medical device expiration date: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that there were 3 patients affected when saline in 10 ml bd posiflush¿ normal saline syringe came out near the plunger. Verbatim: "as nurse was flushing chemo line, the saline came out toward the nurses by the plunger end."